Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Event desc: pt was having a total knee replacement. An unidentified object was seen on routine post-operatively on x-ray film. The surgeons, anesthesiologist and charge nurse were notified. A flouroscan was done to re-check the presence of the object. The flouroscan showed the same result. The pt's incision was re-opened and the metallic foreign body wsa removed under fluoro guidance (likely an instrument piece that broke off). We were unable to identify exactly which instrument the piece had broken off. There were no sequelae as a result except for the pt's time in the operating room being slightly prolonged. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working). (B)(4).